Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. According to the information received, it was reported that cordcutter doesn't cut. Something is wrong with the inner part. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it was observed that the device shows noticeable wear marks, as expected in this type of reusables devices. Under magnification of the inner tip, it was found that the edge was dull. To test its functionality. A sample suture was used, it was placed into the cutting hole, the device was able to cut the suture but a little resistance was felt. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Based on the visual inspection and functional test findings, this complaint was not confirmed. The arthroscopic pusher-cutter is meant to cut suture that is being passed through it during procedure. The cutting of the device is being tested during production twice with the test suture green tevdek. 100% inspection is performed during the production process according to opi and the second inspection is performed by qc operator during final goods inspection. Transition validation qaf for arthroscopic pusher-cutter was reviewed and no issues were found. It is possible that one cord cutter during the cleaning process and the inner shaft was interchanged between these devices during the assembled after cleaning process. This could be the reason that the cord cutter has some resistance and some force has to be used for manipulating the cord cutter. Based on the conclusion of the manufacturer, the possible root cause can be related to procedural variables, such handling of the device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the date of manufacture has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. E1: reporter address: (B)(6). H4, d4: the date of manufacture and expiration date were unknown. (B)(4).

Event description:
It was reported by a sales rep in switzerland that prior to a surgical procedure, it was observed that the cordcutter *ea device would not cut., something was wrong with the inner part. This event did not occur during surgery. The date of event was unknown but was known to have occurred in 2023. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information received, it was reported that cordcutter doesn't cut. Something is wrong with the inner part. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it was observed that the device shows noticeable wear marks, as expected in this type of reusables devices. Under magnification of the inner tip, it was found that the edge was dull. To test its functionality. A sample suture was used, it was placed into the cutting hole, the device was able to cut the suture but a little resistance was felt. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Based on the visual inspection and functional test findings, this complaint was not confirmed. The arthroscopic pusher-cutter is meant to cut suture that is being passed through it during procedure. The cutting of the device is being tested during production twice with the test suture green tevdek. 100% inspection is performed during the production process according to opi and the second inspection is performed by qc operator during final goods inspection. Transition validation qaf for arthroscopic pusher-cutter was reviewed and no issues were found. It is possible that one cord cutter during the cleaning process and the inner shaft was interchanged between these devices during the assembled after cleaning process. This could be the reason that the cord cutter has some resistance and some force has to be used for manipulating the cord cutter. Based on the conclusion of the manufacturer, the possible root cause can be related to procedural variables, such handling of the device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: codes added. H10: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it was observed that the device shows noticeable wear marks, as expected in this type of reusables devices. Under magnification of the inner tip, it was found that the edge was dull. To test its functionality. A sample suture was used, it was placed into the cutting hole, the device was able to cut the suture but a little resistance was felt. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Based on the visual inspection and functional test findings, this complaint was not confirmed. The arthroscopic pusher-cutter is meant to cut suture that is being passed through it during procedure. The cutting of the device is being tested during production twice with the test suture green tevdek. 100% inspection is performed during the production process according to opi and the second inspection is performed by qc operator during final goods inspection. Transition validation qaf for arthroscopic pusher-cutter was reviewed and no issues were found. It is possible that one cord cutter during the cleaning process and the inner shaft was interchanged between these devices during the assembled after cleaning process. This could be the reason that the cord cutter has some resistance and some force has to be used for manipulating the cord cutter. Based on the conclusion of the manufacturer, the possible root cause can be related to procedural variables, such handling of the device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.